Event description:
Reporter indicated that a vns (B)(4) computer was displaying a vns therapy error: error executing sql, statement: select, mag_index from, magactivations where, mag_index = 53376" message. Performing hard and soft resets of the computer and reseating the flashcard did not resolve the issue. The issue occurred during a software upgrade from version 8.0 software to version 8.1 software. The computer and both flashcard versions, 8.0 and 8.1, were returned for analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. During the analysis of the 8.0 flashcard it was identified that the software would display sql error messages following an interrogation. The cause for the sql errors is associated with a corrupt database. A cause for the file corruption could not be determined based on the available information. Additionally, 5 corrupt archive databases were identified during the analysis. Since the archive databases were the same size as the corrupt cyberonicsbu.cdb database, they are most likely copies of the database that was created while troubleshooting out in the field. The file corruption first occurred while using the v8.0 software. As a result, the root cause for the error is associated with the v8.0 software and not the v8.1 software. The v8.1 software performed as expected and transferred the corrupt database during the upgrade. No further anomalies were identified.

Manufacturer narrative:
The cause for the sql errors is associated with a corrupt database; however, the cause of the database corruption is unknown.